Manufacturer narrative:
Product usage when alleged defect was encountered is unk. A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product concha neptune, serial # (B)(4) was manufactured on (B)(4) 2009. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the defect. At this time, since the device is not available, it is not possible to determine the source of the defect reported. The customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the unit will not power up.